Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and shock therapies due to an atrial driven arrhythmias with rapid ventricular response (rvr). Technical services (ts) reviewed, noting the therapy did not convert the rhythm in the latest episode. Pacemaker mediated tachycardia (pmt) episodes were also observed and terminated with algorithm appropriately. This crt-d remains in service. No additional adverse patient effects were reported.